Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent a procedure on an unknown date to reduce a distal radius fracture with a dvr plate. Subsequently, the patient was revised on (B)(6) 2015 as the implant had served it's intended purpose. During the revision procedure, the screws stripped as the surgeon was attempting to remove them from the plate. To complete the procedure, the surgeon used surgical burrs to remove the heads of the screws in order to remove the plate. He then used osteotomes to remove enough bone to grab the remaining screws with forceps. The forceps were then used to back out the screws. There was a delay of thirty five minutes to the procedure as a result.